Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, the patient required surgical repair of the arteriotomy site of the common femoral artery. Per the report received, there was a chunk of calcification at the arteriotomy site and the surgeon decided to remove it and repair the vessel after the sheath was removed from the patient. Access vessel diameter was assessed at 6mm, the vessel was mildly calcified and mildly tortuous. The vessel diameter at location of the complication was 7.2mm. Per additional information received, the physician decided to remove the chunk of calcification because it made closing the arteriotomy easier and the artery itself healthier. There was nothing abnormal noticed while inspecting the sheath/dilators prior to use. No difficulty was encountered during insertion or removal of dilators or sheath.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the access vessel was 6mm and 7.2mm at the location of the complication. The vessel was noted as mildly calcified and mildly tortuous, and bulky calcification was present at/near the arteriotomy site. It is likely that patient vessel factors (smaller than indicated size and bulky calcification) along with procedural considerations contributed to the reported event. The device lot number was not available thus the device history record (DHR) review of the effected sheath was not performed. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.